Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection confirmed the reported condition; a ruptured bladder was identified. The ruptured bladder was then microscopically analyzed, and markings on the interior surface were observed near the rupture line. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a multiday infusor ruptured. This occurred during patient infusion of fentanyl. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 01/30/2013 to 01/31/2013. The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.